Event description:
The customer observed a falsely elevated magnesium result for one patient sample while running on the architect c4000 analyzer. The following data was provided: (B)(6) 2023 magnesium sid (B)(6): initial result = 2.81 mmol/l; repeat result = 0.94 mmol/l (normal range: 0.70-1.00 mmol/l) there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000, serial number (B)(6), performed maintenance procedures, and cleaned the concentrated waste tubing as it was full of sludge. However, the fsr was unable to determine a single definitive part as the likely cause. The architect c4000, serial number (B)(6) was considered the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant / erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending was performed and identified no similar issues related to the architect c4000 system, or discrepant results as described in this ticket. The architect c4000 erratic result rates were within acceptable limits with no trends identified. A review of the device history record was performed and there were no non-conformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or product deficiency was identified for architect c4000, serial number (B)(6).need to update the h6-adverse event problem of type of investigation to add b01 - testing of actual / suspected device

Manufacturer narrative:
A1 - patient identifier: complete sample ID (B)(6) (exceeded the total allowable characters for this field). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium result for one patient sample while running on the architect c4000 analyzer. The following data was provided: (B)(6) 2023 magnesium sid (B)(6): initial result = 2.81 mmol/l; repeat result = 0.94 mmol/l (normal range: 0.70-1.00 mmol/l). There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated magnesium result for one patient sample while running on the architect c4000 analyzer. The following data was provided: (B)(6) 2023 magnesium sid (B)(6): initial result = 2.81 mmol/l; repeat result = 0.94 mmol/l (normal range: 0.70-1.00 mmol/l) there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000, serial number (B)(6), performed maintenance procedures, and cleaned the concentrated waste tubing as it was full of sludge. However, the fsr was unable to determine a single definitive part as the likely cause. The architect c4000, serial number (B)(6) was considered the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant / erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending was performed and identified no similar issues related to the architect c4000 system, or discrepant results as described in this ticket. The architect c4000 erratic result rates were within acceptable limits with no trends identified. A review of the device history record was performed and there were no non-conformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or product deficiency was identified for architect c4000, serial number (B)(6).section g1 contact information was updated to reflect the current contact (B)(6).